Manufacturer narrative:
The biomedical engineer (bme) reported that the gf-210ra multi gas unit is experiencing intermittent readings. They replaced the sampling line to clear any possible blockage. They replaced the water trap. These troubleshooting steps did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gf-210ra multi gas unit is experiencing intermittent readings. They replaced the sampling line to clear any possible blockage. They replaced the water trap. These troubleshooting steps did not resolve the issue. No patient harm was reported.